Manufacturer narrative:
Model # not provided.

Event description:
(B)(6) customer had received readings such as 8.0 and 9.3mmol/l which were contrary to the way she felt. She had hypoglycemic symptoms of confusion, dizziness and shakiness, which prompted her to eat some honey. When retesting she would get readings such as 2.5mmol/l. The customer strips are expected to be returned for evaluation.